Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (b)96) 2017 the receiver had intermittent vibration. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A manual test was performed and there was vibration omitting from the device. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.